Manufacturer narrative:
(B)(4). Batch # m54362. Manufacture date: 07/03/2015. Expiration date: 06/03/2020. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? On which firing did this occur? Was the device on patient tissue when it was unable to be opened? If yes, how was the device removed from the patient tissue? If the device had to be removed from the patient tissue, was there any change in care for the patient? If yes, please describe. The analysis results found that the tlc75 device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Batch # unk. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that before an unknown procedure, the instrument could not be opened. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.